Event description:
Implant didn't achieve osseointegration, chemotherapy around time of implant placement, periodontal disease, inadequate bone quality/quantity, bone resorption, infection, fistula (2021_0092 and 2021_0093 are same patient).